Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("blood clotting") in a 41-year-old female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included panic attacks and anxiety. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), diclofenac since 2009, fluoxetine hydrochloride (prozac), gabapentin since 2009, hydrocodone, prazosin, quetiapine (seroquel) and ropinirole. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced rash ("skin rashes"), migraine ("migraine"), headache ("headaches"), allergy to metals ("nickel allergy"), neuropathy peripheral ("neuropathy"), fatigue ("fatigue") and depression ("depression"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced arthralgia ("joint pain"), post-traumatic stress disorder ("posttraumatic stress disorder") and swelling ("swelling"). The patient was treated with surgery (total hysterectomy (full)-(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, rash, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, headache, arthralgia, menorrhagia, post-traumatic stress disorder, allergy to metals, neuropathy peripheral, fatigue and depression outcome was unknown and the swelling was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, rash, swelling and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Events added from pfs- did not undergo confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("blood clotting") in a 41-year-old female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included panic attacks and anxiety. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), diclofenac since 2009, fluoxetine hydrochloride (prozac), gabapentin since 2009, hydrocodone, prazosin, quetiapine (seroquel) and ropinirole. In 2009, the patient experienced rash ("skin rashes"), migraine ("migraine"), headache ("headaches"), allergy to metals ("nickel allergy"), neuropathy peripheral ("neuropathy"), fatigue ("fatigue") and depression ("depression"). On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced arthralgia ("joint pain"), post-traumatic stress disorder ("posttraumatic stress disorder") and swelling ("swelling"). The patient was treated with surgery (total hysterectomy (full)-(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, rash, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, headache, arthralgia, menorrhagia, post-traumatic stress disorder, allergy to metals, neuropathy peripheral, fatigue and depression outcome was unknown and the swelling was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, rash, swelling and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("blood clotting") in a 41-year-old female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included panic attacks and anxiety. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), diclofenac since 2009, fluoxetine hydrochloride (prozac), gabapentin since 2009, hydrocodone, prazosin, quetiapine (seroquel) and ropinirole. In 2009, the patient experienced rash ("skin rashes"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headaches"), allergy to metals ("nickel allergy"), neuropathy peripheral ("neuropathy"), fatigue ("fatigue") and depression ("depression"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), post-traumatic stress disorder ("posttraumatic stress disorder") and swelling ("swelling"). The patient was treated with surgery (total hysterectomy (full)-(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, rash, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, headache, arthralgia, menorrhagia, post-traumatic stress disorder, allergy to metals, neuropathy peripheral, fatigue and depression outcome was unknown and the swelling was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, rash, swelling and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received:reporter information was added. This case concerns 41 year old patient. Demographic was added. Her concurrent conditions were added. Essure indication was amended. Essure lot number was added. Her concomitant medications were added. Following events: abnormal bleeding (menorrhagia), posttraumatic stress disorder, nickel allergy, neuropathy, fatigue, depression and swelling were added. She had recovered from pain/abdomen, pain/pelvic and swelling. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("blood clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, headache and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.